Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump required the replacement of the cue latch door assembly. This was not reported by the customer. This condition had the potential to interrupt delivery. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. "This complaint is an ancillary service event opened during the investigation of (B)(4)." The cause was identified to be a broken door latch. "To correct this condition, the door latch was replaced." If any additional information is received, a follow-up MDR will be sent.